Event description:
During a procedure in the CT department, the extension tubing separated from the winged inserter, resulting in blood breakage.

Manufacturer narrative:
The sample is available for eval. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).